Manufacturer narrative:
While the site requested help with the history logs and reports from mdds system telergy, our investigation focused on the reported patient death approximately 15 hours after the reported bed exit and fall, and the performance of the ascom telligence nurse call system the hospital staff reported that the nurse call system performed as designed. That is, it detected and annunciated the bed exit condition to the staff. Our investigation included a review of the logs and reports of the event from (B)(4) staff including clinical engineering an quality. Device is a hardwired nurse call system.

Event description:
Reported under ascom ticket (B)(4): on (B)(4) a patient fell in the room, and subsequently died. Site attempting to collect data from reports for a bed exit. There are sporadic issues with missing data from the reports. Site wants help with reports from telergy and pc reporting with respect to this time frame. The patient was in a hillrom bed with a hillrom bed exit sensor-part number p3200a000011. The bed / bed exit sensor was connected to ascom telligence nurse call patient station. Ascom tech support specialist (B)(6) spoke with (B)(6) from the hospital clinical engineering department on (B)(6) 2016. (B)(6) advised that the bed exit sensor was placed properly and had been working the previous day. In a follow-up call on (B)(6) 2016, (B)(6) advised that the nurses responded to a bed exit alarm at the staff console and that was the reason why there were 5 nurses in the room around 03:50am. On (B)(6) 2016 (B)(6) attempted to contact (B)(6) hospital, at (B)(6). Her voicemail message indicated that she would be out of the office until monday (B)(6) 2016. She left an alternate contact number at (B)(6). I called this number and spoke to (B)(6), also with the quality department. I explained to ms. (B)(6) that we had received information about a potential adverse event at (B)(6) on (B)(6) between midnight and 4:00 am on the medical unit (B)(6). She looked up the case in question. She confirmed there was an incident on that date. Ms. (B)(6) was able to tell me that on (B)(6) at 3:50 am the staff heard a loud thud, simultaneous with a bed alarm in room (B)(6). The female patient in that room had gotten out of bed and fallen. Medical records indicated a scalp laceration to the right side of the head, and ecchymosis to the left eye. The scalp laceration was sutured in the room, and a subsequent CT was performed and came back okay. The patient was on neuro checks throughout the day, and her condition remained unchanged. At 18:45 on (B)(6) 2016 the patient reported difficulty in breathing and subsequently expired. The event was reported to us by our distributor, (B)(4), see section e, initial reporter, the site name is (B)(6) hospital, (B)(6).